Event description:
On (B)(6) 2023, patient reported that he was in his kitchen and smelled burning. The charger was plugged in at the time without hearing aids. No patient harm or property damage reported. It is unknown if the original equipment was used. No further follow-up information is expected.

Manufacturer narrative:
Manufacturer's ref# (B)(4). Technical investigation concluded: device history register review has been completed. No deviation or changes were found during manufacturing of the device. Trended case device investigation conclusion: the connector is broken, probably because the user has (not intentionally) misused it, while inserting the cable. If the cable has been slightly out of specification that could have had a negative effect on this. This has caused a low ohmic connection in the cable connector - almost a short circuit - that will emit heat when the cable is inserted into the wall charger, causing up to the rated 5 w of the wall charger to be dissipated inside the connector. Micro usb is a very well known and used standard but can mechanically break down. Clinical investigation concluded: the case involves a charger with a melted/damaged charger port. No information received on the actions leading to this event. No patient harm or property damage reported. It is unknown if the original equipment was used. Based on the result from r&d investigation from global parent case (B)(4), clinical conclusion on the case is that there is a potential risk of heat dissipation based on the findings. A damaged power supply or a power supply of very poor quality could lead to burn injuries and in rare conditions there is a small risk that a wrong charging or discharging or a battery thermal runway can lead to high temperatures or fire accidents. The chargers have been tested according to applicable safety standards. These risks are reduced as far as possible and the probability of occurrence of these events is considered very low. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusion herein are sufficient. Risk assessment: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations identified and no requirement to update the risk register. Manufacturer's investigation is final. This is a combined initial and final report.